Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device's pacer rate was incorrect and delivered an unintended energy output. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report of pacer output inappropriate was not replicated or confirmed. The device was put through extensive testing including pace/defib testing, bench handling, and cold/hot soak testing without duplicating the report. The customer's report of an inappropriate shock was a clinical defib delivery, the log recorded on the event date, the device is charged and shocked once, in order to perform a 30j test. There is no evidence of the device charging or shocking with a clinical defibrillation on the reported date. While in manual defib mode, the device is not designed to charge or discharge automatically and requires a button press by the operator. Once the device is made to change modes, if it is holding a charge, it will immediately be disarmed internally. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.